Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.50mm x 12mm emerge¿ balloon catheter was advanced for dilatation but the device was unable to cross the lesion and the balloon was initially inflated at 10 atmospheres on the proximal side of the lesion. However, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).